Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation. X-rays showed that the l1 lead migrated. As a result, the patient underwent surgical intervention wherein the lead was explanted and replaced. Effective therapy was restored post procedure.